Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n185022, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, lot# n168267001, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implantable infusion pump. Patient history included non-malignant pain. The patient stated that his pump was not working/functioning or delivering any dilaudid. The patient had gone through withdrawal for five days and the pump was not due to be refilled until (B)(6) 2015. The patient stated that the symptoms were serious with a sudden onset. The patient had not had any recent magnetic resonance imaging (MRI) and was upset about not being able to have an MRI. The event date was (B)(6) 2015. The patient had an appointment to see his hcp. Conflicting information was later received from the hcp that the event was not pump related. No further information was provided from the hcp and thus it remains unclear how the event was not related to the pump. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.